Event description:
It was reported one side of the cocking ever will not work, but the other side will. The customer has been using the device with no pt consequence. The device will be returned.

Manufacturer narrative:
Evaluation summary: the analysis results found that the holster's firing assembly will not cock properly because the cocking lever is bent. The green cable wobbles during functional test because the green cable is damaged near the lemo connector. There are two stripped screws on the bottom frame. The site replaced the firing assembly to correct the customer's complaint. The holster was functionally tested and found to meet specifications.